Event description:
A distributor field service engineer reported that the laser system was operating normally and passed the daily test yesterday, but during surgery, air bubbles came into the pid while performing a continuous curvilinear capsulorrhexis (ccc), causing the ccc procedure t obe interrupted. They checked the video and found there was no suction loss or other warnings at the moment. The nurse kept adding water to the pid and the doctor kept firing the laser for chop. Afterward, the doctor found the ccc was not completed at all, but the anterior capsule was chopped under microscope. Finally, the doctor performed a manual ccc and completed the case.

Manufacturer narrative:
In order to do a complete evaluation and determine the potential root cause, both the surgery files and phaco video are important. There has been no file transfer completed for of all the surgeries done on the date in question, (B)(6) 2014. When the complaint was received the site was asked to identify the surgery files in question. In order to get more detail related to the case in question there have been multiple attempts made to get the files specific to this complaint to conduct a proper review to determine the extent of the issue. To date no surgical files have been identified or provided.